Manufacturer narrative:
The insulin pump alarmed failed batt test alarm due to corroded battery cap. The device was tested with test battery cap. No button response due to flattened dome switch on act button creased. Cracked battery tube threads and cracked reservoir tube lip noted during visual inspection. No weak batt alarms noted when battery was inserted into battery tube while using test battery cap. Damaged battery cap coin slot noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 205 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.